Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient said they received a message on their handset that their internal battery was low. The patient said they sent a message to their healthcare provider and the healthcare provider told the patient to contact the manufacturer. The agent reviewed the meaning of the message and redirected the patient to their healthcare provider to further address the issue. The patient mentioned that their first implant lasted 8 years and their current implant was not that old. The patient also mentioned that they had not been upping their stimulation much on the current implant so there must be something wrong with the battery. The patient was only at 4.0 on one of their programs. The patient stated that they were going on a trip and leaving sunday and they were just starting to see the message again to see if it comes up again. The patient asked if it was normal that they had never seen their handset do an update. Reviewed with patient that any update that is needed as long as they are able to access their interstim x therapy application is all they would need. The issue was not resolved through troubleshooting. The patient was redirected to their health care provider to discuss next steps. An additional report was received from a manufacturer representative the same day. The rep reiterated that the ins was showing a low alert despite being only 3 years old. The patient was running at a higher amplitude (4.0+), but reported no injury/fall/physical trauma. The rep was scheduling an in-person programming session and possible replacement. Troubleshooting was not performed and the cause was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.